Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 01-oct-2023, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the left extension showed an open circuit. The hcp put the extension into a different port/channel, but the result was the same. The extension was replaced, but the result was the same. Alligator clips were used along the system, and all bipoles were 76, 77, 78, 81 and 82 for impedance. It was reviewed there was a short on the lead wire. Troubleshooting was reviewed. Additional information received from the rep indicated case and all electrodes showed exactly 364 ohms, and the bipoles showed exact numbers as well ie 0 and 1 at 101 ohms. It was reviewed there was likely a break causing all the wires to touch for them to have exact numbers. The rep mentioned that the hcp did look at the stimloc location during implant quite a bit like something was wrong, but then moved on. It was discussed the patient was not likely to get therapy with the system integrity issue, and the possible damages was from lead implant as impedances were not tested during lead implant. It was reiterated that since two extensions were used and alligator clips showed shorts, it confirmed the lead was the problem. The hcp removed both extensions, but the right side implant was fine. No patient symptoms or further complications were reported as a result of this event. Additional information was received indicating the patient came back to the operating room the following tuesday and the cap of the stimloc had compressed over the lead that was not placed in the lead spot. The lead has been replaced. The issue was due to user error.